Manufacturer narrative:
The customer reported that the input unit used with the bsm does not take accurate blood pressures. The device takes an accurate blood pressure initially and then incorrectly upon subsequent use. They have used different cuffs and cables but the issue persists. No patient harm was reported. The input unit was returned to nihon kohden and it is currently awaiting evaluation. A loaner unit was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the input unit used with the bedside monitor (bsm) does not take accurate blood pressures. The device takes an accurate blood pressure initially and then incorrectly upon subsequent use.